Event description:
It was reported that the pt is no longer able to hear with his device since the morning of (B)(6) 2010. Changing the external parts did not improve. Testing carried out in the clinic on (B)(6) 2010 showed that the device has malfunctioned. Another testing carried out on (B)(6) 2010 by a med-el employee confirmed this result. A fall or other impact to the implant is not known by the pt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.